Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A decrease in sensing was noted during a follow-up appointment. All other measured parameters appeared normal. No action was taken to address the reported issue, and the physician decided to check the device again at the next follow-up appointment. The patient was well. Additional information has been requested but not received.